Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was out of the acceptable range. The service actions (replacing the sample probe) resolved the issue.

Event description:
The initial reporter questioned low results for multiple patients tested for multiple assays on a cobas 6000 c (501) module. The customer alleged receiving results that were less than linearity and that were not accompanied by a corresponding data flag. An example of discrepant results was provided for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2): patient 1 initial result was 0.17 (unit of measure not provided). This result was not reported outside of the laboratory. The customer noticed this result was near the low end of linearity and repeated the sample. The repeat result was 1.34. After the initial point of contact, discrepant results were provided for an additional patient sample tested for gluc3 glucose hk gen.3 (gluc3): patient 2 initial result was 18 mg/dl with a data flag. The repeat result was 98 mg/dl. It is not known if the questionable result for patient 2 was reported outside of the laboratory. The crep2 reagent lot number was 663665. The expiration date was not provided. The gluc3 reagent lot number was 661054. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and suspected that the internal path of the sample probe was obstructed. The fse replaced the sample probe and performed horizontal adjustments. A 21-cup precision was performed with results within specification. The customer ran qc with acceptable results. The investigation is ongoing.